Event description:
Boston scientific received information that at a follow up it was note possible to interrogate this pulse generator (pg). A magnet was placed on the device with no success. No pacing spikes or pacing events were seen on the surface electrocardiogram. It was noted that this patient had an underlying intrinsic rhythm thus, no asystole was noted. It was suspected that the devices battery had depleted, and an immediate replacement was recommended. At this time this device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at boston scientific's crm reliability assurance laboratory, the device was thoroughly inspected and analyzed. Initial testing noted that the device had no telemetry. The cause of the high current resulting in battery depletion and inability to interrogate the device was a cracked component. The cracking of the ceramic matrix was caused by applied stress.

Manufacturer narrative:
The device has been returned and will be analyzed. Upon analysis this event will be updated.

Event description:
--

Manufacturer narrative:
This device has been explanted and will be returned.

Manufacturer narrative:
Upon additional information, this event will be updated.